Event description:
It was reported that after a few samples were taken, the control module received error l3-002. The device was then re-initialized and the error code persisted. The case was then finished by means of a needle localization with no pt consequence.